Event description:
On 4/7/00, a rotational atherectomy was attempted on the pt. During the procedure, the guide wire broke in the right coronary artery. The pt underwent a coronary artery bypass graft and the wire was retrieved. The pt had numerous preexisting comorbidities and expired on 4/11/00.